Manufacturer narrative:
The pump was not required to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 10/03/2014. Initial report identified the pump as the object of complaint. The corrected information is that the cartridge is the object of complaint for which a loss of prime event had occurred; the cartridge was not available for return.

Manufacturer narrative:
Follow-up #2: date of submission: 03/08/2016 .device evaluation: the device has been returned and evaluated by product analysis on 03/03/2016 with the following findings: a review of the pump black box revealed that data from the date of the complaint have been overwritten. The original complaint, but was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked from the bottom traveling to the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime event. The reporter stated that a loss of prime had occurred 3 or more times in 30 days. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.